Manufacturer narrative:
Inconclusive. Currently it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have previously contacted the initial reporter to request return of the device for eval. A lot number was not provided, therefore, a manufacturing review could not be performed. Additionally, no product has been returned for eval. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally identified this event as summary reportable to the FDA in accordance with (B)(4). Subsequently, davol has updated info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005- the pt underwent surgery to repair a ventral hernia in the left lower quadrant. Patient returned to the recovery room in stable condition. Patient had extreme abdominal discomfort, as well as a large, symptomatic bulge in the left lower quadrant. Patient's physician advised that the patch needed to be removed. (B)(6) 2007- the patient had the patch removed. The op report stated that the patient had intercostal nerve injury.